Manufacturer narrative:
(B)(4). The complaint rt236 breathing circuits are not expected to be returned to fisher & paykel healthcare for investigation, as the hospital has reported that they have been discarded. As the complaint devices are no longer available for investigation, we are unable to confirm or determine the root cause of the reported swivel leak. (B)(4).

Event description:
A hospital in (B)(4) reported that the swivel wye piece of ten rt236 infant dual heated with evaqua breathing circuits were leaking.this was found prior to patient use.